Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer experienced high level of calibration failures on the large volume pump modules. The customer further stated, "the majority are failing on the lower end of the range". Per an internal physical inspection, it was noted that there was significant air in line damage. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the device failing rate calibration was not confirmed. Rate calibration tests were performed on all the received pump modules and confirmed the devices working within specification. A preventive maintenance (pm) test was performed through the alaris system maintenance (asm) after a 96 hour tests infusion, passing all tasks, including rate accuracy. An external and internal inspection of the suspect devices was performed; no issues were observed during inspection that would contribute to the reported event. The air-in-line assembly on all suspect devices were observed in fair condition. All parts inspected were manufactured by bd. Review of the suspect pump modules error logs showed no records associated with the reported incident. The alaris system user manual v12.3.2 contains the following information regarding rate accuracy testing. Do not return a device for patient use if pump module fails the rate accuracy test. Failure to recalibrate and retest the device before returning it to patient use might result in over or under infusion. Only use rate calibration sets to calibrate the system to avoid miscalibration of the system. Do not use the rate calibration sets for more than 60 uses. Do not use the rate calibration sets past their expiration date (six months maximum shelf life). Only use distilled water at room temperature between 41°f and 104°f (5°c to 40°c). If the water is not within this temperature range, the reading might be inaccurate and could lead to over or under infusion. To ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the units failing rate calibration could not be determined. All laboratory testing found the volume per mechanical revolution (vpmr) values to be tightly centered around the nominal value of 171ul (specification 153.9 l to 188.1 l) with no issues observed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer experienced high level of calibration failures on the large volume pump modules. The customer further stated, "the majority are failing on the lower end of the range". Per an internal physical inspection, it was noted that there was significant air in line damage. There was no patient involvement.